Event description:
It was reported that an 840 ventilator generated an error code which resulted in the graphical user interface (gui) resetting. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the gui printed circuit board (pcb) and updated the backlight inverter pcbs. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue could not be duplicated